Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's parent reported that on 02/02/2024 at 1:30pm she picked up the patient from school, and that at that moment he was pale and crying. In the car on the way home the patient started to have convulsions, was shaking and foaming from the mouth, and appeared to have an epileptic seizure. The mother stopped the car and asked a passerby to call an ambulance. At that moment she did not check take a fingerstick because the cgm reading was 88 mg/dl. When the ambulance arrived, the patient was taken to the hospital. When the patient arrived at the hospital a fingerstick was taken and the cgm reading was 80 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated with midazolam and intravenous glucose. A CT (computed tomography) scan and an eeg (electroencephalogram) were made to rule out any abnormalities, and all the test results were negative. The patient was discharged 2 days after the event date, and at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.